Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently initiated a load process and insulin delivery stopped; the user completed the load while disconnected, observed insulin drops from the tubing, then reconnected and resumed delivery, after which elevated glucose was reported. Symptoms included hyperglycemia with a reported maximum of 260 mg/dl and glucose levels above target since the morning, without ketone testing, backup therapy, professional medical intervention, or other assistance. Outcomes included no hospitalization and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the insulin interruption during the load process was the precipitating factor for the hyperglycemia, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.